Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro would not work. They switched out the dc extension cable and the device worked fine. The hospital did not report any patient effects.